Event description:
It was reported that intermittent undersensing was observed on the implantable cardiac monitor. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.